Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they  cannot urinate and do not believe device is working since wednesday or thursday of last week. Pt report has an appointment with hcp tuesday and needs an mdt rep present. The agent emailed the rep. Troubleshooting was unable to be performed as pt reports do not know technology and want to wait until the appointment tomorrow.  No further complications were reported/anticipated at this time.